Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device tripped to eri upon interrogation. The projected longevity for the provided programmed settings was 86 months. Recalibration was recommended to clear the dashes (---) for the current drain and cell impedance, but the physician electively replaced the device before he received the recommendation.